Event description:
The customer reported via phone call that he was receiving a battery out limit alarm on the pump. Customer's blood glucose was 233 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer stated that the alarm was cleared. The failed battery test was being explained to the customer when the call was disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.